Event description:
Customer alleges unit had a thermal event. The unit was on the porch covered with a tarp and it was raining. Customer stated unit doesn¿t fit in house so they take the seat off to bring in the home.

Manufacturer narrative:
As the thermal damage appeared to be related to the dynamic shark controller system, the joystick, module and associated harnessing was sent to dynamic for analysis. Refer to attached report for dynamic's overall conclusion.

Event description:
Customer alleges unit had a thermal event. The unit was on the porch covered with a tarp and it was raining. Customer stated unit doesn't fit in house so they take the seat off to bring in the home.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.